Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that wall adapter does not charge the pump. In addition, it was reported that the customer had "difficulty installing the cartridge." The customer's blood glucose level was 122 mg/dl. Reportedly, the customer was able to use a different wall adapter to charge the pump and was able to successfully load the same cartridge.